Event description:
The patient has reportedly experienced ongoing sound quality issues and poor performance with use of the device. Programming changes were made and external equipment was exchanged; however, this did not resolve the issue. The patient has been counseled about realistic expectations. Testing showed that the device is functioning. Device revision surgery has been scheduled.